Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor burst. This occurred during filling with fluorouracil. The reporter stated that the solution remained inside of the housing and confirmed that the instructions for use were followed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) - the device was manufactured april 15, 2014 - april 16, 2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.